Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein the implantable pulse generator (ipg) was replaced with an MRI compatible device and two new spinal cord stimulator (scs) lead were implanted. The patient was doing well postoperatively and the explanted ipg will not be returned.